Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices after an emergency ruptured thoracic aneurysm procedure. Reportedly, the sheath size was 6f to begin the procedure and upsized. The procedure was completed; however, the two proglide sutures did not achieve hemostasis. A third proglide was place and significant bleeding was noted. A fourth proglide caught the arterial wall; however, the knot did not form. Hemostasis was achieved with a fifth proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.